Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
It was reported that the unit declared multiple errors indicative of a pressure calibration issue. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the data acquisition board. The customer was also provided with the part information for the data acquisition (da) to motor controller (mc) cable. The customer replaced the data acquisition board and the da to mc cable and the issue was resolved.